Manufacturer narrative:
Barcode reader s/n (B)(4) was received for escalation investigation. The barcode submitted in the complaint was of very poor quality showing multiple print voids. Siemens software engineering tested returned barcode readers; see below results: connected the external barcode scanner (model#ls2208, serial #(B)(4)) sent from the customer to a (B)(4) instrument (B)(4). Scanned all the 16 original barcode labels (came with the scanner) from the different positions on the patient demographics screen. All the barcode labels were read successfully. The result from each scan was consistent with the ascii string printed below the barcode. Repeated the step 1 to 2 for the second scanner ((model#ls2208, serial #(B)(4), also sent from the customer) all the barcode labels were read successfully. The result from each scan was consistent with the ascii string printed below the barcode. From the testing results, I didn't find any problem with the scanners. No response received from customer on their internal barcode grading specification. The customer complaint regarding barcode misread issue is not confirmed.

Manufacturer narrative:
Siemens representative (cse) rescanned spare same barcode label (ae15072149l), no discrepancy observed. Cse used other printed barcode label from other sites and verified that analyzer was reading correct barcode label. Cse replaced a validated barcode gun and used it to scan for 4 different ae barcode labels, no discrepancy observed.

Event description:
Customer reported that two digits in patient ID barcode read incorrect on the analyzer. Customer indicated that patient ID read as (B)(6). There was no report of serious injury due to this event.